Manufacturer narrative:
G4:13jan2021. B4:14jan2021. Numerous attempts were made to obtain patient information but have been unsuccessful. The device was evaluated by the field service engineer (fse), and the alleged event cannot be duplicated. It was reported that the ventilator was alarming at the time of the event occurred. During the evaluation and testing, the fse found the following parts defective and were replaced: motor controller printed circuit board assembly (pcba), power management printed circuit assembly (pca), data acquisition printed circuit board assembly (pcba), and power switch overlay. The unit was tested, and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The power management board (pm) was returned for analysis. A visual inspection found no anomalies noted. An investigation was performed, and the customer complaint cannot be verified. Returned pm board passed all testing. No-fault found.

Manufacturer narrative:
G4:25jan2021 b4:(B)(6)2021 h11: the field service engineer received a confirmation from the customer that the reported problem of "proximal pressure line disconnected" error was identified during testing. Based on this information, this event does not pose a risk of patient harm or serious injury; therefore, it is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2021. The field service engineer (fse) confirmed the unit was not in clinical use at the time of the event. The issue was discovered during testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020. .

Event description:
The customer reported proximal pressure line disconnected. The unit was in clinical use, but there was no patient harm.